Manufacturer narrative:
The insulin pump was received with intermittent button response due to a component on the liquid crystal display having an unlocked keypad connector. The unit was also received with a minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that he was trying to enter his carbohydrates units into the bolus wizard settings when he noticed the buttons did not respond. The customer's blood glucose was 73 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.